Event description:
It was reported to covidien in 2009, that a customer had an issue with a dental needle. Customer reports while injecting novocain into the pt's gum, the needle detached from the hub and could not be retrieved. The customer states they attempted to retrieve the needle on the same day with a small incision and the use of an x-ray but were unable; they attempted again one month prior, after the swelling went down but could not retrieve the needle. The customer reports the pt was scheduled for the o.r. The following month, with the use of fluoroscopy and under general anesthesia, and again the attempt was unsuccessful. Customer states the position of the needle has made it difficult to remove as it has moved up further into the gums.

Manufacturer narrative:
Submit date: 03/30/2009. An investigation is currently underway. Upon completion, the results will be forwarded.